Event description:
It was reported an alarm was heard with telemetry not yet performed. The patient had been located in (B)(6) and had a pain management doctor who filled the pump from time to time (thought to be a 6 month interval). The patient was located in (B)(6) and at the time was in (B)(6). The patient woke up in the morning and was real close to running out, with the alarm having gone off on (B)(6) 2014. It was reported the alarm was not two bells or a repetitive ringing, but only one beep. The patient woke up in the morning shaking every part of his body like a seizure. The patient was exhibiting things like aching everywhere and flu-like symptoms. The patient was not thought to be running a fever or ¿anything like that.¿ the patient¿s health care provider in little rock prescribed a patch. The patient was searching for a physician. It was then reported the patient was aching and it was painful, but he seemed to be doing much better than before. The patient was shaking uncontrollably and was now resting, stayed immobile, and was turning some. The patient had an appointment on (B)(6) 2014 with the health care provider (hcp) to get a refill. There was a long-term plan for getting the patient¿s back fixed surgically and that may have been able to address some of the patient¿s needs. The system was being used to deliver hydromorphone. No patient outcome was reported.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).